Manufacturer narrative:
One device was received for evaluation. No repair history was identified. The main cause of customer¿s complaint was the worn-out clutches and the faulty motor. The right and left clutch plus the clutch spring were replaced to fix the check clutch issue. The motor and worm coupling were also replaced to fix the motor rate error. The device then passed all the testing and is fully operational.

Event description:
The customer returned the product for device had a motor drive phase b, and device evaluation revealed worn-out clutches and a motor rate error there was unknown patient involvement, and no patient harm/adverse event reported.